Event description:
After repair of abdominal hernia, as pt was waking up, pt began coughing/bucking - a loud pop was heard the assistant. Hernia repair was noticeably different. Wound was reopened, repair explored and suture in question were found to be ruptured with surgical knots intact. Hernia was repaired again with a smaller suture.